Manufacturer narrative:
The t:slim x2 g6 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unreadable after the customer exposed the pump to water from a hot tub and dropped the pump. Reportedly, over half of the screen was black as a result which blocked the graphics and text. There was no impact to the customer's blood glucose level due to this reported issue. Reportedly, customer reverted to manual injections for insulin therapy.